Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that two ar-2324bcc biocomposite swivelock c were implanted in a patient. Three years later, on (B)(6) 2024, the patient reported shoulder weakness. Images show partial loss of bone around the swivelock devices. No further information was provided. Additional information received on 1/6/2024: it was clarified that two ar-2323bcc biocomposite swivelock c were implanted and not two ar-2324bcc biocomposite swivelock c. Additional information received on 1/7/2024: the arthroscopic rcr procedure took place on (B)(6) 2021. All implants remain in the patient, and there is no revision surgery scheduled. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.